Event description:
Serial number has been added to report.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2016 for an ipg replacement and possible lead revision (reason unknown). During the procedure system diagnostics determined lead impedances. Since lead replacement was not on the consent the physician abandoned the procedure. Surgical intervention may be taken at a later date to address this issue"

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the lead.